Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose above 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. It was reported that the adhesive was not sticking well to the patient¿s skin. Reported symptoms include nausea, fatigue and malaise. It was also reported that the patient¿s ketones measured 1.9. The patient was treated with insulin and fluids. The patient was released 3 hours later, on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.